Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a surgery for left femoral fractures by using the intramedullary nailing fixation. One (1) week after the surgery, due to the fracture site displacement, the 2nd surgery was performed by using the lcp-df plate. Twenty (20) months after the 2nd surgery, due to the broken screw head and incomplete bone union, the 3rd surgery was performed to fix the fracture site by using the plate system. Fifteen (15) months after the 3rd surgery, it was finally confirmed that the fracture site had been healed. The patient had systemic lupus erythematosus (sle). It was unknown if the surgery completed successfully without delay. The patient outcome was unknown. Concomitant devices reported: unknown lcp-df plate (part # unknown, lot # unknown, quantity# 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).